Manufacturer narrative:
Date rec'd by MFR: 09aug2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The fse reviewed the signal path sequence with the customer and advised them to replace the power switch overlay. The fse also suggested that the customer replace the man machine interface (mmi) if the issue is not resolved with the replacement of the power switch overlay. The fse provided the customer with the parts ID for both of the parts. Multiple attempts have been made to contact the customer regarding additional details of this case, but the customer was unable to be reached. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22jul2019.

Event description:
The customer reported that the power indication light emitting diode (led) was not illuminating. There was no patient involvement.